Event description:
It was reported that the user experienced a hypoglycemia episode with a blood glucose of 61 mg/dl, treated with glucose tablets, and later reported a blood glucose of 202 mg/dl while inquiring about changing continuous glucose monitor target range and algorithm settings. Symptoms included low blood glucose requiring carbohydrate treatment. Outcomes included user education and troubleshooting with referral to a trainer for algorithm and target range guidance and instruction to contact the healthcare provider regarding target range changes. Investigation included customer support review and provision of education on device usage and algorithm steps. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.